Event description:
A malfunction alarm identified as malf 16 was reported. There was no reported adverse impact to the customer's blood glucose level. The customer used multiple daily injections (mdi) as a backup therapy and was instructed by technical support to return the problematic pump using a pre-paid label within 10 days. The customer also confirmed knowledge of how to put the pump into storage mode.